Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation and intracardiac electrograms (egms) revealed that the right atrial (ra) lead exhibited failure to sense and far field r-wave over-sensing which resulted in pacing inhibition and inappropriate mode switch. Fluoroscopy and x-ray later revealed that the ra lead was dislodged. The ra lead was subsequently explanted and replaced. The patient was asymptomatic and remained stable throughout the procedure.